Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a battery out limit alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the battery out limit alarm. The customer stated that the pump alarmed during normal use, and it was explained to her that this particular alarm during idle moments may indicate a loose battery cap. The customer discovered that her battery cap was actually loose and that she had not tightened it enough. The customer declined a replacement battery cap as well as bad battery troubleshooting. No products were shipped or returned.